Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that cassette leakage occurred during vitrectomy surgery. The surgery was completed after replacing the cassette with new one. There was no patient contact.

Manufacturer narrative:
Additional information provided in h.6. And h.11. No product was returned for root cause evaluation; however, images and videos were provided. Three videos show. 8 seconds each. They show labeling and the locations of the lifted elastomers. Two 8 second videos show the customer pointing to a partial lifted suction elastomer and the other to a partial lifted infusion elastomer indicating these are the likely locations of where the fluid leakage originated from. Further analysis of the elastomers and the cassette would need to be performed to determine the likely root cause. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and videos/images received, the most likely root cause of the customer¿s complaint could not be conclusively determined. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Potential contributing factors one potential contributor is the elastomers were not fully secured into their locations during assembly. There is a potential the elastomers popped out slightly as observed in the video after the product left the manufacturing facility. This event can also be a supplier related issue with the dimensions of the elastomer which potentially could impact the fit into the cassette pinch plate. Without further analysis of the product, we are unable to determine the root cause. The supplier manufacturer has been notified and made aware of this complaint issue. No further action will be taken for this occurrence. After final assembly, each cassette undergoes a quality leak and flow test to mitigate recurrence of this observed issue. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).